Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish a telemetry session with the implantable pulse generator (ipg). Follow up with the clinic confirmed that a successful transmission has not been received. The device and remote monitor remains in use. No patient complications have been reported as a result of this event.